Event description:
Customer stated that her insulin pump was not working and received a button error alarm during the night. The blood glucose reading is 366 mg/dl. Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was in 200 mg/dl range. Hospital treated with lantus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.